Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the low impedance had been resolved and there had been no known interventions. The cause of the low impedance was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the low impedances was unknown and there had been no known interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient had an ins impedance measurement of <(><<)>250 ohms show on a bipolar pair, but after changing the amplitude and rerunning the test the low impedance cleared. No patient symptoms were reported. No further patient complications have been reported as a result of this event.